Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of haptic broke off by the injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the haptic might have been broken off by the inserter. The lens was removed and replaced with another one with same model and same diopter during initial procedure. Also stated that the patient was not hospitalized for the event and there was no patient harm.